Manufacturer narrative:
Device repaired in field (B)(6)2023. The customer reported that the device is damaged. The service history was reviewed for the last 12 months and there was not found similar complaints and no similar pats issued. The event/alarm logs were reviewed, and device reboot was found. Device failed connectivity test due to reboots on its own. Cpu pwa was replaced. Confirm complaint by alarm history log: yes. The complaint was confirmed: yes. The device was found in good physical condition. Device passed investigation level and performance verification testing (pvt) after analysis/repair and prior to returning pump to service probable cause: cpu pwa damaged.

Event description:
The incident involved a plum 360 infusion pump on an unknown date. During evaluation for the customer's report of a broken pump, the event logs of the pump were reviewed. During this review, it was found that the pump had rebooted on its own during use. There was unknown patient involvement and no report of harm.